Event description:
Report received of no audible tone on channel b. During preventive maintenance testing, the device did not sound an audible tone when on the low setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.